Event description:
Intra-op, stapling device (endo gia) for lung tissue malfunctioned and did not seal tissue as it was supposed to. During a thoracoscopic lobectomy, on releasing the stapler there was a large amount of bleeding. The staples apparently did not hold. The utility incision was converted to thoracotomy for rapid control of bleeding. Thorascopic surgery converted to open lobectomy.